Event description:
It is reported that during surgery in 2007, the tip of the drill bit had perforated the posterior cortex of the glenoid vault and was within the soft tissue behind the scapula. Attempts to retrieve were unsuccessful and the doctor decided to leave in the patient and monitor it.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation - no product was returned. Review of the device history records was also not possible as the lot number required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.